Event description:
Add'l info rec'd from MFR 8/10/04: the actual sample was retained by the hospital. Additional info received from the hospital indicated that the catheter had been found in the safety barrel and had retracted with the needle. A total of 230 unused units were returned by the hospital. The investigation is below. Lot history review: no, a search of the mrr database revealed no reject activity associated with this complaint. Observations and testing: received 230 unopened units. Swage depth inspection: measured swage depth on 23 units, all passed. Catheter/adapter pull test: performed pull test on the same 23 samples, all passed. Visual activation: performed activation on 23 different samples in which all retracted properly visually inspected 50 units to determine if the wedge was swedged to the proper depth and all were acceptable. Test description: swage depth, pull test, activation and visual. Method no.; mm-79, mm-71, qcau-6 and na. Results: passed on all; see above. Conclusions: the description of the problem indicates the tube and wedge backed out of the adapter and stayed with the cannula when it was retracted. Without the actual problem unit, was not able to confirm this complaint or simulate the listed defect. The above testing and observation revealed no obvious defects. Probable cause of incident: indeterminate. Comment: not able to confirm this complaint. Corrective action: na. Other actions taken: no corrective taken at this time since the complaint ws indeterminable. 200391 - an engineering team is investigating the possible causes for this defect and how the automated vision systems could have missed finding this defect.

Event description:
IV #20 catheter started on rt. Forearm, with flash back of blood seen. Advanced catheter and started to remove needle when bleeding started coming out at site with hematoma noted. Rn began pulling catheter back and pushed button to retract needle. There was nothing on the hub of the catheter. The needle did not retract as expected. Physician was notified.